Event description:
It was reported that a patient was referred for generator replacement due to a slight increase in seizures and low battery. The patient has since had his generator replaced. Explanted generator has not been received to date. No additional information has been received to date.

Manufacturer narrative:
Corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
Generator was received into product analysis after replacement. No anomalies or performance issues were found during analysis. No additional information has been received to date.